Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow blockage issue on (B)(6) 2026. It was stated that the insulin exited after changing the tube, hence the blockage is located in the tubing.